Event description:
It was reported that the stent placement procedure, the stent allegedly did not open up. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the stent delivery system sample was not returned for evaluation but photos were provided which show deformations of both placed stents. It was reported that a 6f introducer / 0.035" guidewire were used for access, the tracking vessel was neither tortuous nor calcified, it was not know whether pre-dilation was performed and there was no noticeable damage to the device prior to use. Two stents were placed during the procedure and both of them show visible deformations. The placement of this device in a tips procedure represents an off-label use. Based on provided photos and available information, the investigation was closed with confirmed results for material deformation. A definite root cause for the reported event could not be determined. The intended use of this device in a tips procedure represents an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instruction for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instruction for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". With regards to general directions, the instruction for use states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. H10: h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly did not open up. There was no reported patient injury.